Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer was unfamiliar with how to properly use the infusion set. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.